Manufacturer narrative:
The device has not been received for evaluation.

Event description:
It was reported that there was a line detachment during use. Reportedly, there were no patient complications reported.